Event description:
Resident was secured in chair, became combative, turned in chair and somehow unlatched chair from base. Resident continued to try to keep turning while nurse aide tried securing latches. Chair was released from base, resident landed on the floor with the seat of the chair still secured on the resident.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.